Event description:
The customer reported a system failure message, with error code 90005, 90008, and 00020 that was not resolved by cycling the power. There was also an "error tone" when the hosp biomedical engineer attempted to print the log. There was no report of pt involvement.